Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an intraocular lens (iol) would not load and the iol had a crease or crimp on it before a procedure. There was no patient contact.